Event description:
A permanent wedge wave form appearred on the monitor screen. The nurse performed the appropriate troubleshooting techniques but the wave form remained unchanged. The physician was called and also attempted to troubleshoot the problem without success. The catheter was replaced.(two different devices used on the same patient )invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.